Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that "like more than a week ago" their healthcare provider (hcp) discovered that the patient had a urinary tract infection. On monday, the patient went to the ER because they had pain in their "lower area," pain while urinating, and cramps like they had before the ins was implanted. The patient stated that it felt like a contraction, like they needed to push. The patient said they had been taking antibiotics, but "it didn't go away." The patient thought their symptoms might be related to an issue with the ins. The agent had the patient check the status of the ins during the call and the patient confirmed therapy was turned on. The patient was advised to follow up with their managing hcp to further address the issue. The patient's managing hcp left the practice and the patient has been having a difficult time finding a new managing hcp. The agent emailed physician listings to the patient.